Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin shoots squirts out of the quick release while filling the tubing and stops shooting the insulin out after releasing the act button. Customer's blood glucose level was unknown at the time of incident. Customer declined troubleshooting for the cosmetic damage. The insulin pump will not be returned for analysis.